Event description:
Boston scientific crm received information that while performing defibrillation threshold testing (dft's) with this implantable cardioverter defibrillator (ICD), some undersensing was noted post-induction. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
The boston scientific crm technical services department discussed operation of the device's automatic gain control (agc), and provided guidance for sensitivity programming. Current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available. Subsequently, this device was explanted due to patient condition, as the patient required an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). Analysis of this explanted device was performed at our post market quality assurance laboratory. An initial visual inspection of the device noted no anomalies. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that the device was operating within specification. This event will be updated if any additional information becomes available.